Manufacturer narrative:
Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that approximately 20 years post implant of this bioprosthetic valve, it was explanted and replaced for unknown reasons. The physician indicated there was no failure of the valve. No additional adverse patient effects were reported.